Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Fluid delivery line (fdl) removed, inlet pressure (ip) was -9.0. They will replace the manifold assembly in house, parts and price provided. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with low flow. During testing it was determined that the device had a failed pressure transducer. Fluid delivery line (fdl) removed, inlet pressure (ip) was -9.0. They will replace the manifold assembly in house, parts and price provided. Per additional information received via ttm sheet on 05feb2025, it was reported that the biomed replaced the manifold in an arctic sun device. They were running a calibration and receiving an error 1 (pre-warm bypass flow error). Transferred to tech support voicemail and sent call details via teams.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with low flow. During testing it was determined that the device had a failed pressure transducer. Fluid delivery line (fdl) removed, inlet pressure (ip) was -9.0. They will replace the manifold assembly in house, parts and price provided.